Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition and delivered inappropriate anti-tachycardia pacing (atp) and one defibrillation shock due to crosstalk oversensing of deflections of atrial tachycardia signals. Technical services (ts) was consulted and initially recommended an evaluation of the associated right ventricular (rv) lead. Reprogramming recommendations were also provided. Subsequently, the field representative contacted a patient advocate and learned that the patient was using a body hydration scale at the time of the event. The patient reported feeling unwell during the incident and was described as mildly distressed/shaken afterward. Upon further review, ts indicated that use of such devices is contraindicated for patients with an ICD and determined that the consistent high-frequency v-v intervals observed on the rv channel, which resulted in inappropriate therapy delivery, were potentially caused by electromagnetic interference (emi) generated by the body hydration scale. No additional adverse patient effects were reported. This ICD remains in service.